Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen freezes and does not respond to touch; the ventilator must be re-booted to restore functionality. The customer reported there was patient involvement and no patient harm.